Event description:
(B)(4). After I had the clips placed, which I was unaware of, I started having horrible, painful periods, most of the pain on my right side! My periods became so heavy I'm now anemic to the point of blood transfusion and will have to ultimately have a hysterectomy! I now have a stabbing pain in my cervix on my left side while in my period.